Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The inratio results observed on (B)(6) 2016 were unexpected high. The results were as follows: (B)(6) 2016: inratio=3.7, retest=5.0. Same fingerstick was used for both tests; 2nd drop of blood was used for the first test; added sample before green light observed. Reported therapeutic range=2.0-3.0. Results observed just prior to and after the results on (B)(6) 2016: (B)(6).